Event description:
The following was reported to hamilton medical ag: confirmed when local staff was performing preventive maintenance. Tightness testing is ng. (Sometimes it becomes ok). The same is true after replacing the test breathing circuit, expiration valve cover, and diaphragm. No patient involvement

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).